Event description:
Calcium phosphate warning for trophamine creates a warning when the calcium and phosphate ingredients are within the guidelines (may be a user issue, as customer changed the warnings and may not have re-assigned ingredients to the warning). There was no report of patient involvement or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The reported issue of application defect-function not working was confirmed. The root cause was not determined. The product works within the specification.

Manufacturer narrative:
(B)(4). This device is exempt from having a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.